Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/29/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings: evaluation revealed that the battery compartment is cracked on threads. The display is dim/fading/reddish. The battery cap is damaged/stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a casing condition issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the casing condition issue.